Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported death could not be conclusively determined.

Event description:
On (B)(6) 2021, the patient expired. Additional information was requested, however no further information was received on the cause of death or records of the patient. The original ablation procedure was conducted on (B)(6) 2021.